Manufacturer narrative:
The exposed soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate any abnormalities in insulin delivery during operation. No other damages were found in the device that would result in over delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 291 mg/dl while wearing the pod for less than 1 hour. As treatment for hyperglycemia, boluses and corrections were delivered and then the pod was removed.